Manufacturer narrative:
Additional information, including initial reporter information, is not available at this time. The device is returned and an evaluation completed for it. The manufacture date is not available. The user¿s complaint was confirmed. A full technical evaluation was completed in accordance with the original manufacturer equipment specification. The device was tested. It was identified that qi board and bi board of the printed-circuit were both found defective. A visual check also showed signs of impact on the liquid crystal display (lcd) filter screen and a serious shock at the edge of the screen as well. Images below shows the findings described above. Root cause for the issue of faulty printed =-circuit board cannot be determined. However, the device has suffered an impact (as indicated by the lcd screen damage) that was likely caused by user handling. Available repair history indicates that device has not been repaired before. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device had a problem starting up. There is no reported harm to any patient.

Manufacturer narrative:
There is more information on the device evaluation. Additional information received from customer. Initial reporter information will not be provided. This supplemental report is being submitted to provide this information. The event occurred during an urological procedure which was successfully completed using other equipment. There were no complications for the patient. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.